Event description:
Procedure type: hemorrhoid. According to the reporter: there were no problems with the instrument until the removal. Along the anastomosis, the 8-10 o'clock position was closed normally and at the 10-8 o'clock position the clips have been laid open in the situs. The open clips have been recovered. The prolapsed tissue which could not be removed had to be over-sutured several times and treated with electricity to stop the blood flow. There was additional blood loss of 250cc or more due to this problem. The surgery time was extended by more than 30 minutes due to this problem.

Manufacturer narrative:
(B)(4).